Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 10-oct-2023. H.6. Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue as bent cannula npe. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) medication could not be properly delivered. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this report is about needle pe bent. The drug solution did not come out because the needle pe was bent.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) medication could not be properly delivered. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this report is about needle pe bent. The drug solution did not come out because the needle pe was bent.